Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 250mg/dl. The customer stated that she is under a lot of stress due to her father being at the hospital, and her glucose level has been high for the past month. Troubleshooting was performed. Reviewed the alarm history and found a low battery alarm. The customer stated that the insulin pump was not delivering the proper amount of insulin. Checked the settings and bolus history and seems that the bolus wizard was delivering correctly. The customer does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.